Event description:
It was reported that during use with a bd vacutainer® safety-lok¿ blood collection set there was a retraction issue which led to needlestick injury. The following information was provided by the initial reporter: it was reported that there was an accidental needle stick injury due to the needle not fully retracting.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination functional testing and no issues were observed relating to does not retract as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® safety-lok¿ blood collection set there was a retraction issue which led to needlestick injury. The following information was provided by the initial reporter: it was reported that there was an accidental needle stick injury due to the needle not fully retracting.